Event description:
It was reported that during an unknown procedure. The device and cartridges failed and the staple lines leaked. The case was completed with a like device with no patient consequence.